Event description:
Patient reported that she has experienced elevated blood glucose of above 10 mmol/l (180 mg/dl) for the past (B)(6) weeks, and she believes the insulin delivery of the infusion device is too low. Patient corrected hyperglycemia using the basal rate, but this was not successful. Patient then corrected hyperglycemia by delivering a bolus. Infusion needle is changed every 1-2 days and the tube and cartridge every 5-7 days. Patient did not have an infection. Infusion device was not exposed to water but was possibly exposed to electromagnetic fields during a "heart-check. Patient did start new medication for high blood pressure. Normal blood glucose is 5-6 mmol/l (90-108 mg/dl). Infusion device was replaced and requested for evaluation. Patient did not require treatment from a health care professional or second party to address the issue. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.